Manufacturer narrative:
Since the original report was filed, the investigation has come to a close. The access site bleed was due to a damaged valve at impella rp's introducer sheath. The cause of the damage was not determined. The failure mode will be monitored and trended.

Manufacturer narrative:
This file is being submitted as part of a retrospective review of historical records after which medical safety has updated the report type. Corrected information for the initial 1220648-2021-00950 was provided.

Event description:
Medical safety review of the event noted there is not enough information to exclude the impella device as an associated factor in the patient's demise.

Manufacturer narrative:
The investigation is on-going at this time. Upon completion, the final report will be submitted.

Event description:
A patient was admitted after arresting with ventricular tachycardia. After the patient was stabilized she was taken to the cardiac catheterization lab. The coronary arteries were stable, but her right heart was not. She was suffering from shock due to right ventricular failure, low potassium level, and supraventricular tachycardia. An impella rp and impella cp were placed, and not ECMO, due to her underlying neurological cancer and ongoing chemotherapy. When the rp was placed and the repositioning sheath advanced she had blood loss at the impella access site. The team treated the bleed of approximately 800-1,000ml with 2 units of blood product infused, and additional suturing. The patient remained on the impella rp and cp support till the family made the choice to withdraw care, and she expired.